Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). This report is associated with maude report - mw5060149.

Event description:
Patient's mother reported on (B)(6) 2016 that the patient experienced a rash on (B)(6) 2016. Patient's mother stated that the rash cracks open and is accompanied by itching and burning. Rash is located around the insertion site. It was reported that the rash may be due to a reaction to the sensor wire itself, not the sensor patch adhesive. Patient's mother inserts the sensor straight through a barrier film so that no portion of the adhesive patch comes in contact with patient's skin, yet the reaction still occurs, but much less. A corticosteroid creams is used pre and post sensor insertion to mitigate the reaction. Additionally, it was reported that the patient uses leveler and novalog. No additional event or patient information was provided.